Event description:
I had essure implants placed in 2009 and the day after the procedure, I had intense back pain radiating to my pelvis. This pain has continued since, I take medications on a regular basis for this pain. Also, since implantation of the essure contraceptive devices, I have had several migraines. Taking medication for both of these conditions and have had to take several days off due to these. Painful sexual intercourse and lack of sexual libido have also put a real strain on my relationship with my husband.